Event description:
The reporter stated, the surgeon inserted and removed a +22.5 diopter cc4204bf collamer plate lens on (B) (6) 2009. Lens tore during delivery in cartridge. Reporter stated, the cartridge was too narrow, plunger caught on back of lens. No enlarged incision or sutures required. No patient injury. Another same model lens was implanted.

Manufacturer narrative:
(B) (4). Lens work order search. Results - a lens work order search was performed and no similar complaint was found within the work order. Conclusions - (no conclusions can be drawn): based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B) (4).